Event description:
It was reported that the asymptomatic patient presented for a follow up, the lead exhibited noise reversions, auto mode switches and noise.

Event description:
New information notes: it was reported that the lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Implant date should be(B)(6) 2011, not u. The lead was received in two pieces. Final analysis found part a of the lead to have insulation abrasion. The abrasion was consistent with constant friction to another implantable device.